Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
It was reported to philips that the therapy part of the operational check failed. There was no pt involvement.